Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: records for ¿hernia repairs x 2¿ were not provided.] (B)(6) 2011: (B)(6) hospital. [Illegible]. Adult pre-anesthesia healthcare screening. Weight 197, bmi 26. Medications: aspirin. Previous surgeries: hernia. Asa 2. (B)(6) 2011: (B)(6) hospital. (B)(6), md. Operative report. Surgeon: (B)(6), md. Assistant: (B)(6), rnfa. Anesthesiologist: (B)(6), md. Anesthesia: general endotracheal. Preoperative diagnosis: recurrent incisional umbilical hernia. Postoperative diagnosis: recurrent incisional umbilical hernia. Procedure performed: laparoscopic incisional hernia repair with a gore-tex dualmesh 10 x 15 cm. Estimated blood loss: minimal. Specimen: none. Indications for procedure: ¿this is a 62-year-old male who has had two previous repairs in an umbilical hernia. He presents with a recurrence. Surgery risks, benefits, and alternatives were discussed with the patient preoperatively and informed consent was obtained. Description of procedure and findings: the patient was brought to the operating room where he was placed supine on the operating table. After satisfactory general anesthesia, the abdomen was shaved, prepped, and draped in the usual sterile manner with an ioban drape. In the left upper quadrant, a small incision was fashioned. A veress needle was inserted into the abdomen and adequate pneumoperitoneum obtained. A #5 step port followed by the camera was placed and then under direct vision, a #5 left lower quadrant and a #10 left mid-quadrant port were brought in under direct vision. A small piece of incarcerated fat was brought out of the small defect in the recurrent incisional hernia. There were a few other adhesions up to this area that were taken down with a 5-mm liga sure device. A less than 2 cm defect was marked out on the abdominal wall. A 10 x 15 piece of gore-tex dualmesh looked like it would be adequate coverage for this size defect and stitches were placed at each of the corners of 2-0 ethibond suture. The mesh was rolled up, placed in the abdominal cavity, unrolled, and then each of the stitches were tied through stab incisions under the skin at her corresponding skin marks that we had made preciously with a marking pen on the ioban. Now the mesh was tacked circumferentially in a double-crown technique with two additional 5-mm right-sided ports brought in under direct vision to facilitate. Then about every 5 cm, a 2-0 ethibond suture was passed through the mesh and tied through a separate stab incision. I was quite happy with the repair. All packs and sutures were placed with intraabdominal pressure of 12 mmhg. There was no other obvious abnormality on a brief inspection of the abdomen. The patient did have what appeared to be an osteophyte at a subcostal area but this was left alone. All ports were infused with 0.25% marcaine with epinephrine. All ports were withdrawn under direct vision. The patient tolerated the procedure well. Port sites were closed with maxon. Stab incisions were closed with steri-strips.¿ (B)(6) 2011: (B)(6) hospital. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue #: 1dlmcp03. Lot batch code: 8152561. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/8152561) was implanted during the procedure. (B)(6) 2013: (B)(6) health care system. (B)(6), ii, md. Operative report. Attending surgeon: (B)(6), md. Resident surgeon: (B)(6), md. Procedure: laparoscopic spigelian hernia repair with mesh. Preoperative diagnosis: spigelian hernia. Postoperative diagnosis: spigelian hernia. Indication for procedure: ¿the patient is a 64-year-old gentleman who presented to surgery clinic with chief complaint of left lower quadrant bulge and pain. Of note, the patient has a pacemaker. He also has undergone multiple abdominal surgeries. Most recently, he had a laparoscopic appendectomy with cholecystectomy that required drainage placement of the gallbladder fossa with a jp. Previously, he had an umbilical hernia that required mesh placement. The patient was consulted in clinic and wished to undergo repair of his left lower quadrant hernia. The hernia was confirmed via imaging to be a spigelian hernia. The risks and benefits were explained to the patient, he agreed to these, and wished to proceed. Description of procedure: the patient was taken to the operating room and placed in a supine position. Pressure points were protected throughout the entire case. He received preoperative antibiotics. Bilateral sequential compression devices were used and a time out was taken as per protocol. The patient was then prepped and draped in the usual sterile fashion. We placed a veress needle at palmer¿s point. We then performed a meniscus test, which was negative. Aspiration was also negative. We then induced pneumoperitoneum. The abdominal pressure was 5 mm. We then increased the pneumo, this was done without complication. Once the intraabdominal pressure was 12 mm, we placed a 5 mm trocar. The laparoscope was then inserted and there were intra-abdominal injuries. There were significant adhesions in the midline consisting of omentum that was adherent to the midline mesh. We were able to maneuver our 5 mm laparoscope and visualize the right side of the abdomen. We first placed two 5 mm trocars first starting in the right lower quadrant and then in the right middle abdomen. We then turned our attention to identifying our fascial defect, the spigelian hernia. The inferior midline adhesions were lysed with the use of the endo shears. We then turned our attention to the hernia. There was omentum noted in the hernia defect. The omental contents were reduced using gentle traction and sharp dissection. The fascial defect measured approximately 4 x 4 cm. We then selected to use a circular c qur mesh of 8 x 8 cm. Prior to placing the mesh in the abdomen, four tacking sutures were placed at four cardinal quadrants. These consisted of 0 prolene suture. The mesh was then rolled and placed into the abdomen. We had previously marked our stab incision sites. Using an suture passer device, we were able to grasp the corresponding sutures and these were brought out through the abdominal wall. The mesh had good placement and was not under tension. The abdominal pressure was decreased to 8 mm and then the sutures were tied. The absorbatack device was then used to fill in the gaps between the sutures. An additional ¿second crown¿ of absorbatacks was placed. We then revisualized our intraabdominal contents. There were no injuries. The right lower quadrant trocar was previously up-sized to an 11 mm trocar to allow for insertion of our mesh. Under direct view using the suture passer, we closed the fascial defect with on vicryl sutures in interrupted fasion [sic]. We then removed all trocars under direct view. There was no bleeding noted. The skin was closed with 4-0 monofilament. Benzoin and steri-strips were then placed over the wound. The patient tolerated the procedure well.¿ IV fluids: 1100 ml. Urine output: 200 ml. Estimated blood loss: 10 ml. Condition: stable. Disposition: observation. (B)(6) 2015: (B)(6) healthcare. (B)(6), md. Emergency room visit. Fever, nausea, vomiting, diarrhea. Denies abdominal pain. Exam: positive bowel sounds, abdomen soft, nontender, nondistended. X-ray of chest, abdomen/pelvis did show question of small-bowel obstruction. CT abdomen/pelvis shows thrombosis of superior mesenteric vein. Started heparin. Admitted. Impression: acute thrombosis of inferior mesenteric vein. (B)(6) 2015: (B)(6) healthcare. (B)(6), md; (B)(6), md. Radiology ¿ acute abdominal series with single-view chest. Impression: nonspecific bowel gas pattern could represent diffuse gastroenteritis, developing small bowel ileus or low-grade partial small bowel obstruction. Clinical correlation recommended. No free air. Small hiatal hernia. (B)(6) 2015: (B)(6). (B)(6), md. Radiology - CT abdomen/pelvis with contrast. Findings: enlargement and stranding around inferior mesenteric vein consistent with thrombosis of inferior mesenteric vein down to pelvis. Mesenteric edema, congestion, diverticulosis, unremarkable small bowel, no wall thickening within bowel loops. Partial intrathoracic stomach. (B)(6) 2015: (B)(6) healthcare. (B)(6), md. Radiology ¿ CT abdomen/pelvis with contrast. Indication: abdominal pain, nausea, vomiting. Impression: thrombosed inferior mesenteric vein, moderate inflammatory reaction within surrounding fat. Extends to diverticulosis of sigmoid colon. Component of low-grade sigmoid diverticulitis not excluded, presence of pericolic fat stranding and mild wall thickening. No bowel obstruction or perforation. Small retrocardiac hiatal hernia. Prior ventral herniorrhaphy, without recurrence, small urinary bladder diverticulum. Inferior mesenteric vein thrombosis with inflammatory reaction and diverticulosis. (B)(6) 2015: (B)(6) healthcare. (B)(6), apn; (B)(6), md. History and physical. Intermittent fever, nausea, vomiting. CT evidence inferior mesenteric vein consistent with thrombosis. Does have leukocytosis, white blood cell count 14.3. Serum albumin is also low at 2.5. Admitted for mesenteric venous thrombosis. Surgical history: multiple hernia repairs x 4. Exam: abdominal pain, abdomen distended, diffusely tender, decreased bowel sounds. Continue anticoagulation, monitor. (B)(6) 2015: (B)(6) healthcare. (B)(6), md. Consultation. Abdominal pain, denies previous episodes of type abdominal pain. Since admitted, pain improved but still present. Exam: mildly distended. Diffuse abdominal tenderness. Impression: mesenteric thrombosis of superior mesenteric vein with abdominal pain. Plan: close observation. Started antibiotics, IV fluid. If develops peritonitis or white blood count elevation and fevers do not improve, will require exploration. (B)(6) 2015: (B)(6) healthcare. (B)(6), md. Operative report. Preoperative diagnoses: 1. Worsening abdominal pain and sepsis. 2. Inferior mesenteric vein thrombosis. 3. Nausea, vomiting, and abdominal distention. Procedures: 1. Exploratory laparotomy. 2. Removal of inflammatory or possibly infected intra-abdominal foreign body. Postoperative diagnoses: 1. Inflamed, possibly infected foreign body, which probably represents dislodged old mesh from prior hernia repair that was in the lateral retroperitoneal region lateral to the left colon and adherent to the left lateral colon. 2. Extensive diverticulosis in the sigmoid colon without any evidence of acute diverticulitis or diverticular abscess. 3. No evidence of colonic ischemia along the distribution of the anterior mesenteric vein, including the left colon, transverse colon, and sigmoid colon. Assistant: (B)(6). Anesthesia: general, dr. (B)(6). Description of procedure: ¿the patient was prepped and draped in the usual sterile manner in the modified lithotomy position and a midline skin incision was made a few centimeters above the umbilicus extending around the right of the umbilicus and to the pubis. Subcutaneous was divided with the cautery. The fascia and abdominal wall mesh was divided with the cautery. There was a moderate amount of serous ascites, but no bloody ascites and no pus noted. The self-retaining bookwalter retractor system was employed. I first examined the sigmoid colon and mobilized it along the avascular line of toldt. The left ureter was identified and preserved. There was extensive diverticulosis, but no evidence of acute diverticulitis and there was no evidence of ischemia. I then divided the left portion of the gastrocolic ligament with the cautery and was able to view the transverse colon well and there was no ischemia. I then further mobilized the left colon and there was a foreign body, which was somewhat adherent to the lateral aspect of the left colon and encased in the lateral peritoneum. This appeared to be an old piece of mesh that was discolored and had an intense inflammatory and desmoplastic response around it. I was uncertain if this was causing any problems with the left colon, but I did not see evidence of a bowel obstruction or fistulization. I excised the foreign body and excised small piece of it and sent it for cultures and the rest was sent for pathology. The rest of the exploratory laparotomy was negative. All sponges were removed and counts were correct. Hemostasis was excellent. The fascia incorporating the mesh was closed with running #1 pds sutures. Subcutaneous was irrigated and the skin was closed with skin staples. He tolerated the procedure well without any complications and an ebl of 100 ml. He was transferred to the recovery room in stable and satisfactory condition and his family was immediately apprised of the operative outcome.¿ (B)(6) 2015: (B)(6). (B)(6), md. Pathology report. Clinical information: diverticulitis, thrombosis of mesenteric vein. Gross description: specimen received in container of formalin labeled ¿nolin bates, david w ¿ a, intra-abdominal foreign body¿. This is two fragments of tissue that are not specifically oriented. There is a somewhat triangular 3.5 x 2.5 x 0.5 cm fragment of maroon and tan tissue that appears to consists of densely fibrotic material with a gritty texture. It is not clear whether this ossified or possibly a mesh type material. The second fragment is a 6 x 5 x 1.5 cm irregularly triangular fragment that contains skeletal muscle on one side and a fibrotendinous surface in the other. There appears to be an established bright blue prolene suture present concentrically present along one edge. No orientation is given to the specimen. Whilst the other specimen, this appears to contain a gritty irregular texture possibly representing mesh or possibly calcification. Representative sections are submitted in three cassettes, a1 through a3 for decalcification. The tc component of the test is performed at the hospital (ctrmc). Microscopic description: the diagnosis is based upon microscopic examination and interpretation of tissue sections on multiple h&e-stained slides. The pc component of the test is performed at carson-tahoe pathology, ltd. Diagnosis: intra-abdominal foreign body (excision): fragments of synthetic mesh type material associated with foreign body reaction and fibrosis, negative for evidence of neoplasia, largest fragment 6 x 5 x 1.5 cm also contains a suture. (B)(6) 2015: (B)(6) medical center. Microbiology - tissue culture. Source: abdomen. No growth in 60-72 hours. Accession notes: intra-abdominal foreign body. (B)(6) 2015: (B)(6). (B)(6), md. Radiology ¿ x-ray abdomen 1 view ap. Indication: right lower quadrant abdominal pain. Impression: post laparotomy, increased gaseous filling of large and small bowel loops, mild small bowel dilatation perhaps representing postoperative ileus. (B)(6) 2015: (B)(6). (B)(6), md. Radiology ¿ x-ray abdomen 2 views. Impression: improvement small bowel ileus. (B)(6) 2015: (B)(6). (B)(6), md. Radiology ¿ CT abdomen/pelvis with contrast. Dilated small bowel loops with air-fluid levels measuring 4.8 cm. Transition point right lower quadrant to collapsed distal bowel. Findings small bowel obstruction. Free pelvis fluid. Fluid within left inguinal hernia. Opacification of inferior mesenteric vein with surrounding inflammatory change, consistent with inferior mesenteric vein thrombosis. Moderate hiatal hernia. (B)(6) 2015: (B)(6). (B)(6), md. Radiology ¿ CT abdomen/pelvis with contrast. Impression: partial small bowel obstruction transition in right lower quadrant. (B)(6) 2015: (B)(6). (B)(6); (B)(6), md. Radiology ¿ x-ray abdomen 2 views. Findings: abdominal wall mesh. Dilatation of small bowel, on upright views scattered air-fluid levels. Small air throughout colon. Ongoing partial small bowel obstruction. (B)(6) 2015: (B)(6). (B)(6), md. Discharge summary. Admission diagnosis: inferior mesenteric vein thrombosis with probable diverticulitis. Discharge diagnoses: infected abdominal wall mesh, status post exploratory laparotomy; prolonged postoperative ileus, now resolved; inferior mesenteric vein thrombosis of unclear clinical significance with hypercoagulable state panel pending; severe protein-calorie malnutrition, total parenteral nutrition, now taking diet; bacteroides fragilis bacteremia, sepsis related to infected abdominal wall mesh, now improved. Hospital course: admitted, treated with antibiotics. Developed acute abdomen and positive blood cultures. Underwent exploratory laparotomy with removal of inflammatory infected mesh. Tolerated operation. Develop postoperative ileus, opened up over last few days. Tolerating diet, pain controlled. Discharged today or tomorrow. Diet and activities as tolerated. Followup primary care 1-2 weeks, dr. Demar next week, staples already out. Discharge fair, stable condition. (B)(6) 2017: (B)(6) health care system. (B)(6), md. Operative report. Service: general surgery. Attending surgeon: (B)(6), md. Resident surgeon: (B)(6), pgy4. Medical student: (B)(6), ms3. Preoperative diagnoses: 1. Small bowel obstruction. 2. Ventral hernia. Postoperative diagnoses: 1. Small bowel obstruction. 2. Ventral hernia. Procedures performed: 1. Exploratory laparotomy. 2. Ventral mesh explantation. 3. Primary ventral hernia repair. Findings: 1. A ventral hernia with a fascial defect measuring about 4 cm x 4 cm. 2. Dense adhesions to a previously placed ventral abdominal mesh with mesh tackers creating a likely transition point for small bowel obstruction. 3. Mesh explanted due to these adhesions. 4. Primary ventral hernia repair. Anesthesia: general with endotracheal tube and local anesthesia. IV fluids: 3.6 liters of crystalloid and 1 dose of lasix. Urine output: 400 ml. Estimated blood loss: 50 ml. Specimens: explanted mesh. Wound classification: clean. Preoperative antibiotics: clindamycin. Complications: none immediate. Condition: stable, extubated, taken to pacu. Indications for procedure: ¿a 68-year-old male with extensive past surgical history including a laparoscopic spigelian hernia, as well as a midline exploratory laparotomy with mesh explantation and unknown variety of mesh repair. He presented to the emergency department with a small bowel obstruction felt to be secondary to ventral hernia. He was admitted and taken to the operating room for hernia repair. Preoperatively, he understands the risks, benefits, and alternatives and gives consent to proceed. Description of procedure in detail: the patient was taken to the operating room and placed in supine position on the operating table. General anesthesia was smoothly induced and the abdomen was sterilely prepped and draped in the standard sterile fashion. A preoperative time out was completed. Preoperative antibiotics were administered. A midline incision was made over the protuberant area of the midline ventral hernia and carefully deepened down to the hernia sac, this was opened and a nonstrangulated appearing loop of small bowel was identified, this was reduced easily and the fascial edges cleaned. Dense adhesions were noted to the underlying adjacent mesh and the midline laparotomy incision was extended through the mesh. Careful lysis of adhesions was performed to free the underlying small bowel from the mesh and the mesh tackers. Several acute angles of small bowel were noted with proximal distension and distal decompression consistent with likely transition points, these were freed and the mesh explanted. Next, the ventral fascial incision was measured and found to measure 11 cm in length with a fascial defect measuring about 4 cm. An appropriate mesh was unavailable, therefore, multiple layers of seprafilm were placed, the midline incision was closed primarily with 0 pds suture, and the skin closed with skin staples. At the completion of the procedure, the wound was hemostatic, all instrument and sponge counts were complete and correct, dr. Flores was present and scrubbed for the case in its entirety. A sterile dressing was applied and the patient was extubated and taken to pacu in stable condition.¿ [missing records: a pathology report detailing analysis of the device removed during (B)(6) 2017 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect . H6: updated investigation finding . H6: updated investigation conclusions . H6: health effect impact code: f1903: device explantation . H6: medical device component: g04088: membrane . The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 8152561 . Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on january 26, 2011 whereby a gore dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2015 and (B)(6) 2017, additional procedures occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh migration with adherence to small bowel, mesh removal 2x. Additional event specific information was not provided.